Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was successfully positioned, but then the helix would not extend even after 60 turns of the fixation tool. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.